Event description:
It was reported that: "when the md attempted to place central line, it unravelled at the tip upon removal of the guidewire causing md to abort central line placement and not be able to thread line in. This caused mild temporary harm to the patient. On 6-21-25 materials opened additional trays within the same lot' and no issues were found on the additional trays."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when the md attempted to place central line, it unravelled at the tip upon removal of the guidewire causing md to abort central line placement and not be able to thread line in. This caused mild temporary harm to the patient. On (B)(6) 2025 materials opened additional trays within the same lot' and no issues were found on the additional trays."